Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed since the issue was intermittent. The user tried again, and it worked. The philips field service engineer (fse) inspected the system onsite and found that there was a collimator problem. Upon troubleshooting, fse checked the shutters and wedges, found it could not move intermittently. The fse reviewed the error logs and found a shutter collimation failed error. To resolve the issue, fse replaced the collimator. The defective collimation was returned to philips for failure analysis, which showed that can errors were found in logging. The xdc board was replaced to solve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the collimator shutters were stuck. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.